Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
H6 correction: health effect - clinical code was updated to include 4629 - device revision or replacement.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that surgical intervention took place 23sep2024 wherein the device was explanted and replaced to resolve the issue.

Manufacturer narrative:
Section a4: weight corrected with new provided data.